Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the promus element mr ous 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. Stent struts 1 and 2 from the proximal end of the stent were damaged and deformed. The remainder of the stent was undamaged. The crimped stent outer diameter the undamaged section was measured the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26jun2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. After placing a 6f non-bsc guide catheter, a 0.014x180cm non-bsc guide wire crossed the lesion. Predilation was then performed with a 2x12mm and 2.5x12mm non-bsc balloon catheters. A 2.75x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 2.75x38mm non-bsc stent deployed at 14 atmospheres post dilated with a 2.75x10 non-bsc balloon catheter. Post angioplasty angiogram revealed no residual stenosis with timi 3 flow in lad. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.